Event description:
The pt reportedly experienced ongoing intermittencies followed by loss of lock due to a thick skin flap. External equipment was exchanged and programming adjustments were made; however, that did not resolve the problem. The pt was prescribed steroid injections to reduce the skin flap thickness. The pt continues to be monitored.

Manufacturer narrative:
The pt reportedly received four steroid injections, administered on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The patient was treated with kenalog steroid injections. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient is no longer experiencing intermittencies and the retention issue has improved. The patient's skin flap has returned to normal and the patient continues to use the device. The patient's device remains implanted. This is the final report.